Manufacturer narrative:
Functional verification testing was completed issues and the unit was returned to service. Based on the fact that the investigation of the pump did not reveal any deviation, any hardware failure can be excluded. Most likely, reported motor control failure was due to user error in setting the pump occlusion. Thus, the reportability of the event has been re-evaluated as non reportable.

Event description:
See initial report.

Manufacturer narrative:
The affected device was investigated at the manufacturer site and the reported issue could not be reproduced. No malfunction was identified and the device worked according specifications.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 mast roller pump correctly stopped following to a bubble alarm occurred during procedure. The pump displayed a motor control failure error message and could not be restarted thus the user continued with the hand-crank until a backup device was installed. There was no report of patient injury.